Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient presented with their device turned off. They fell two weeks ago on their right hip and tailbone. The patient went to their primary care physician instead of the emergency room and was prescribed antibiotics, sonogram and x-ray orders, and bloodwork. The patient's right foot has been swelling and their toes numb, with the numbness increasing with the device off. The patient has reported that their bladder symptoms have gotten better with the device off. The patient stated they are not drinking caffeine but still consuming diet sodas. They will schedule an appointment with the physician. Reported complications include edema, inflammation, and swelling.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient presented with their device turned off. They fell two weeks ago on their right hip and tailbone. The patient went to their primary care physician instead of the emergency room and was prescribed antibiotics, sonogram and x-ray orders, and bloodwork. The patient's right foot has been swelling and their toes numb, with the numbness increasing with the device off. The patient has reported that their bladder symptoms have gotten better with the device off. The patient stated they are not drinking caffeine but still consuming diet sodas. They will schedule an appointment with the physician. Reported complications include edema, inflammation, and swelling.